Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h10, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot numbers. Based on the journal article, the reported event can be confirmed sciatic nerve palsy is a well-known complication that occur follow total hip arthroplasty. The severity of congenital hip dysplasia or degenerative joint disease prior to initial arthroplasty predisposes the patient to experiencing a postoperative nerve palsy. The sciatic nerve is closest to the acetabulum at the level of the ischium and runs through the piriformis muscle in the hip joint, down the posterior leg. Depending on surgical technique, the piriformis muscle is cut or stretched to gain access to the joint which can cause stretch or compression injuries as the extremity is manipulated throughout the procedure. Compression injury can also occur by hematoma formation or mechanical (implant) impingement. Conservative treatment such as physical therapy is often sufficient to strengthen the supporting structures and relieve tension in the hip. Most injuries resolve without further more invasive interventions; however, reoperation to decompress the nerve and release the pressure may be required in some cases. However, based on the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10. Unknown stem, item #: unknown, lot #: unknown. Unknown liner, item #: unknown, lot #: unknown. Unknown head, item #: unknown, lot #: unknown. G2. Report source: egypt. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Literature: dual mobility cup in fractures of the femoral neck in neuromuscular disorders and cognitive dysfunction patients above 60 years old. Mohamed ahmed el-deeb, md; mahmoud mabrouk said, md; tharwat mohamed abd el rahman, md; abdel hamid abdel aziz attalah, md; ashraf m. Abdelaziz, md; yaser el-sayed hassan, md. Pages (1-8). 2023. Doi: 10.22038/abjs.2023.65924.3157.

Event description:
It was reported in a journal article one patient with sciatic nerve palsy managed with medical treatment and pt which improved to full function after 4 months post-op. Diligence is completed and no further information on the reported event has been provided.